Manufacturer narrative:
New information: this is a follow up report to correct product name from sleek regular to click unknown. Also, there is a valid lot number and it is not part of the recall. Brand name, model number, contact office, 510k number, follow-up 1, follow-up type, event problem and evaluation codes, remove recall, remove recall number. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
This is a follow up report to correct product information from sleek regular to click unknown with a lot code that is not related to the recall. The provided information indicated the consumer was diagnosed with vaginitis and prescribed medicine and her symptoms improved.

Manufacturer narrative:
The information provided in this MDR represents known information at this time. No lot code information was provided and therefore an investigation could not be completed at this time. (B)(4) has reached out to the reporter to request further consumer information including product information and situational details.

Event description:
The information provided was for a u by kotex sleek regular tampon that came apart upon removal and tampon pieces remained inside the consumer's body. The provided information indicated that the consumer experienced vaginal irritation and other symptoms, and that the consumer went to a physician for treatment.